Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit keeps overheating. Patient involvement unknown.

Event description:
Additional information was received confirming there was no patient harm. The issue was found during a routine preventive maintenance.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection showed a broken drain fitting and outdated pcb and power switch. Functional testing was completed and the device overheated and the over temp alarm went off confirming the customer complaint. The root cause was found to be a faulty pump no longer recirculating water. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2008 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.